Event description:
The event involved a 1o2 valve (blue) w/check valve, rotating luer where the customer reported that the device was leaking. In the urology department, patient underwent renal tumor resection under general anesthesia. After the wantong valve was connected, it leaked and a new wantong valve was immediately replaced. The patient was a 41-year-old female. The intention for use was ¿drug solution input guidance¿. The place of use was in the medical institution, and the name of the place was anesthesiology. The manufacturing date was 2023-11-01 and the expiring date was 2028-11-01. Quantity affected is 1, and the product cannot be returned for evaluation. Sample picture was not provided. There was patient involvement and delay in treatment, but unknown patient harm. No further information is available for this complaint. Mpahanonot 16-jan-2025. Update: gcm received an email on 17-jan-2025 from qiny stating that no one was harmed in the event. Mpahanonot 20-jan-2025.

Manufacturer narrative:
The device is not available for evaluation; a device history review should be conducted.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint can be confirmed due to a lot of history review. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot history review was reviewed and the lot was found to fall under the scope of corrective and preventative action.